Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's test strips would not fit into the port of the adc blood glucose meter. The customer was unable to monitor her blood glucose, and was subsequently dizzy for many hours. The customer was taken to a hospital, and it was reported a blood glucose reading of approximately 600 mg/dl was obtained on an unspecified meter. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. A tripped trend review was completed for the reported complaint and neo meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report (B)(6) was deemed to be invalid upon extended investigation.

Event description:
A caregiver reported that the customer's test strips would not fit into the port of the adc blood glucose meter. The customer was unable to monitor her blood glucose, and was subsequently dizzy for many hours. The customer was taken to a hospital, and it was reported a blood glucose reading of approximately 600 mg/dl was obtained on an unspecified meter. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.